Manufacturer narrative:
Device passed the displacement test but prime/fill anomaly during the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to prime/fill anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin was squirting out during the fill tubing process. The customer¿s blood glucose was 154 mg/dl. Troubleshooting was done for reservoir and tubing process. Customer reports that they had been rewinding it and priming again. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis